Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that ra lead impedance has been stable since implant. It was also reported that no performance issue was noted with the ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead impedance warning for low impedance. Some under-sensing was also ob served on the implantable pulse generator (ipg). Both the ra lead and the ipg remain in use. No patient complications have been reported as a result of this event.